Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted with shortness of breath and complaining of "stabbing through my heart." Additional information received indicated that the hospital suspected thrombus in the pump. The patient had elevated lactate dehydrogenase. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.